Event description:
The user stated that the sternal saw had intermittent operation; saw sometimes turns on and works and sometimes not. No other details regarding the nature of the this event were provided.

Manufacturer narrative:
Eval in progress, but not yet concluded.